Manufacturer narrative:
Received 1 foley catheter. The reported issue was unconfirmed, as the event could not be reproduced. Per visual inspection, no pinches or blockage were observed. Per functional testing, the balloon was inflated with 10cc of water using the normal fill technique; the balloon was able to inflate and deflate in 21 seconds. The device was dissected and did not find anything that could contribute to the reported problem. Dimensional evaluation: concentricity (full inflation volume) 70/30. Eye snip length 4/32¿. Eye snip width 3/32.¿ eye snip distance from distal cuff 11/32.¿ eye snip distance from proximal cuff 20/32.¿ rubberize thickness 6 thou. Inflation lumen coverage 13 thou. Balloon thickness (average) 21 thou. Reinforcement 186 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported on (B)(6) 2017 that when the catheter was being removed, the user noted that 3 ml of the water remained in the balloon. Upon removal, the patient alleged feeling pain and also experienced hematuria. It was later reported that the (B)(6) male patient was fine, and no longer experienced hematuria.

Manufacturer narrative:
Received 1 foley catheter. The reported issue was unconfirmed, as the event could not be reproduced. Per visual inspection, no pinches or blockage were observed. Per functional testing, the balloon was inflated with 10cc of water using the normal fill technique; the balloon was able to inflate and deflate in 21 seconds. The device was dissected and did not find anything that could contribute to the reported problem. Dimensional evaluation: concentricity (full inflation volume) 70/30 eye snip length 4/32¿ eye snip width 3/32¿ eye snip distance from distal cuff 11/32¿ eye snip distance from proximal cuff 20/32¿ rubberize thickness 6 thou inflation lumen coverage 13 thou balloon thickness (average) 21 thou reinforcement 186 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported on (B)(6) 2017 that when the catheter was being removed, the user noted that 3 ml of the water remained in the balloon. Upon removal, the patient alleged feeling pain and also experienced hematuria. It was later reported that the (B)(6) male patient was fine, and no longer experienced hematuria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported on (B)(6) 2017 that when the catheter was being removed, the user noted that 3 ml of the water remained in the balloon. Upon removal, the patient alleged feeling pain and also experienced hematuria. It was later reported that the (B)(6) male patient was fine, and no longer experienced hematuria.